Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield. Needle shield difficult to remove. Lot #: 9324120, catalog #: 328512, date of event: unknown.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported needle hub separated and stayed inside of the shield. Needle shield difficult to remove. Lot #: 9324120 catalog #: 328512 date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (8) 3/10cc, 8mm, 31g relion syringes in open poly bags from lot # 9324120. Customer states that the needle hub separated into shield and shields were difficult to remove. All returned syringes were examined and 2 out of 8 samples were returned with the hub-needle/shield assembly separated from the barrel. All remaining samples were tested to determine the shield removal forces. All removal forces fell within specification. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.